Event description:
It was reported during a da vinci-assisted total gastrectomy procedure, the surgeon fired a sureform 60 stapler with a green reload on stomach tissue and a leak was observed from an incomplete staple line. The surgeon did not staple again; instead, they over sewed the staple line with a suture. The patient¿s tissue was normal and there was no tissue bunching during the clamping sequence. The surgeon did not encounter any obstructions between the instrument jaws and no errors were received during the firing sequence. The procedure was completed as planned. On 18-mar-2021, intuitive surgical, inc (isi) obtained the following additional information from the robotics coordinator regarding the reported event: the incomplete staple line was identified during the procedure. The surgeon checked for staple line leaks by spraying the staple line with water. Bubbles appeared, thus confirming a staple line leak. The robotics coordinator spoke with the operating room (or) staff and no missing staples in the staple line were reported. The staple line did not overlap an existing staple line and no buttress material was used. There have been no post-operative reports of any injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the customer reported complaint. The sureform 60 stapler instrument was tested in house and passed the functional test. The instrument clamped, fired, and unclamped without any issues. The staple line was clean and complete. No damage was found. The stapler was fully functional. There was no problem detected. No image or procedure video was provided for review. A review of the logs for the event date of 02-feb-2021 has been performed by an isi failure analysis engineer (fae) and the following was observed: there were no observed events in the logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci assisted total gastrectomy surgical procedure, a leak was observed from the staple line. The surgeon over sewed the staple line with sutures and the case was completed as planned.